Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the flex cable and the retractor band was broken, the field service engineer accessed the rear panel and replaced the retractor band on the main drawer, as well as the flex cable, to address the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer was not detected on communication bus. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.